Event description:
It was reported that the physician's (B)(6) handheld computer had been freezing after interrogation starting a couple of months prior to the report. Hard resets would resolve the issue however the physician expressed that he wanted a new handheld computer so he would no longer have to perform troubleshooting regularly. The handheld computer was returned and underwent analysis. Analysis of the software confirmed the screen freezing issue as reported. Otherwise the handheld computer performed to specifications and no other anomalies were found.